Manufacturer narrative:
Hamilton medical ag case number is: (B)(4). The control board was replaced as a trial, and the operation was checked over a long period of time. After the control board was replaced, the problem did not reoccur. The control board will be replaced, software version 3.0.3 installed, tsw, and operation checked before returning the unit to the hospital.

Event description:
The following was reported to hamilton medical ag: we noticed it when the hospital staff was checking the operation. It is not in use for patients. After startup, "self test failed" and "te232056" were displayed. Therefore, the hospital requested nk to repair it. The problem was temporarily improved by replacing the filter with a new hepa filter, but it occurred again. No patient involvement.